Event description:
The hospital reported that after finishing an endoscopic vein harvesting procedure, the hemopro tissue welder was placed on the operating room table. The physician assistant noticed the tip was getting hot and glowing red. A replacement unit was not needed as the procedure was already completed. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)